Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery dropped from eleven to six months for over a month. Boston scientific technical services (ts) explained could be exhibiting signs of accelerated depletion. Ts suggested data analysis but health care professional (hcp) declined. To date, no intervention done and device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.